Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the warranty label was compromised. Device evaluation is identified that the dir sensor was causing bad co2 readings confirming the reported event. The dir sensor was replaced and the device was calibrated testing to OEM specifications. The case was also checked for damage. The root cause for the reported event is determined to be the aged dir sensor. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the co2 keeps climbing when connected to a patient. There was no report of patient harm. No additional information is available.